Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the cap did not contain povidone-iodine inside; no traces of povidone-iodine were observed. The stopper was completely white without a sponge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge with providone-iodine was missing from a minicap. There was no damage observed to the packaging. This was observed when the package was opened for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.